Manufacturer narrative:
The complaint acunav catheter was performance tested and found to be fully functional. The investigation indicates that the cause of the complaint is incomplete insertion into the swiftlink connector. Recommendation to customer: use care to ensure catheter connector is fully engaged into swiftlink before locking down. If catheter is found to be only partially inserted, recovery is simply achieved by unlocking swiftlink, fully inserting catheter and relocking swiftlink. Use as normal.

Event description:
It was reported by the caller that they did not get an image with this acunacv catheter on either the uls system or the carto 3 system. The catheter was replaced and the issue was resolved. The procedure was then continued. The caller also reported the loop of the lasso catheter would not contract. The catheter was replaced and the issue was resolved. The procedure was then continued and was subsequently completed without further issues. As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery.